Manufacturer narrative:
If information is provided in the future, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements of greater than 125 ohms. Technical services discussed programming options and recommended to bring patient into the clinic for evaluation. The field representative was going to discuss with the physician. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements of greater than 125 ohms. Technical services discussed programming options and recommended to bring patient into the clinic for evaluation. The field representative was going to discuss with the physician. The lead remains in service. No adverse patient effects were reported. Additional information was received that the patient was brought in and a painless shock was performed in which a normal within range shock impedance was observed. Almost two weeks later the shock impedance measurement is now 145 ohms. The field representative was to speak with the clinic about a possible lead replacement. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be filed.